Event description:
It was reported that when patient presented in clinic, high out of range, high capture threshold and low, out of range, high voltage impedance issue was observed on the lead. There were no other electrical anomalies. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable and discharged.